Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(6)) in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who underwent an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number provided, c61989). The physician reported that during release, the second implant unrolled itself and one part of the insert was anchored in the tube, the other extremity was in the vagina. The number of units concerned was 1. Device was not kept. The events occurred in the operating room during placement. There was no cause related to the patient that could explain the event. Bilateral placement was not done. The procedure was stopped. The surgery was converted due to the surgeon had to perform a bilateral salpingectomy by laparoscopy. No further information was provided. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: premature deployment/detachment is defined as the expansion of the outer coils of the microinsert and subsequent detachment of the micro-insert assembly from the delivery wire prior to the physician completing all deployment steps outlined in the instructions for use (IFU). Several factors can contribute to a premature deployment/detachment event. The most likely root causes are tubal spasms, which prematurely pull the micro-insert from the delivery catheter, stretching of micro-insert during placement attempts, which loosens the insert's grip on the delivery wire, and potential manufacturing deficiencies. According to the complaint narrative "one part of the insert was anchored in the tube, the other extremity was in the vagina." This indicates there may have been a detachment difficulty event where part of the micro-insert was placed within the fallopian tube and the remainder of the micro-insert was stretched and finally released from the catheter at or in the vaginal canal. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the landing area of the delivery wire, the length of release ribbon, and the inner diameter of the distal end of the delivery catheter. In this case, we conducted a review of the manufacturing batch record c61989 (production date 30-may-2014 and expiration date 31-may-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of a premature deployment/detachment event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2015 for the following meddra preferred term: device physical property issue. The analysis in the global safety database revealed 72 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure one implant unrolled itself; one part of it was anchored in the tube, the other extremity was in the vagina. The procedure was stopped and patient was submitted to a bilateral salpingectomy. These events; regarded as a device shape alteration due to a deployment issue, are listed according to essure's reference safety information. The reported device shape alteration was considered serious due to medical importance. In this particular case, a product technical analysis (ptc) was performed and concluded the event's description indicated there may have been a detachment difficulty event where part of the micro-insert was placed within the fallopian tube and the remainder of the micro-insert was stretched and finally released from the catheter at or in the vaginal canal. According to ptc the possibility of a premature deployment/detachment event during the procedure is an anticipated event and several factors can contribute to it, including tubal spasms, stretching of micro-insert during placement attempts, and potential manufacturing deficiencies. Since no product was returned for investigation, the analysis was unable to confirm any quality defect or device malfunction. Although ptc analysis concluded to unconfirmed quality defect; considering the reported events occurred in association with essure insertion, causality with the suspect insert cannot be excluded and due to the required intervention for essure removal, this case was considered an incident. No further information is expected; since this case was received via regulatory authority.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.